Event description:
Per the clinic, the patient had preferred the sound quality of the contralaterally implanted osia device and subsequently underwent a revision surgery under general anesthesia on (B)(6) 2025, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the internal magnet was removed and an osia implant was placed on the internal fixture. The clinic also noted that there was bone/tissue overgrowth around the internal magnet.